Event description:
The patient is a larger individual (> 350 lbs) and this patient sat at the very end of the a stryker gynnie stretcher to put his/her shoes back on. While the patient was sitting at the end of the stretcher, the head of the stretcher rose/tipped upward. The patient caught themself and did not fall from the stretcher. The event alarmed both the patient and the two staff members involved. The staff reported that they have never observed this type of event happening before and they were not aware that the stretcher could become unstable. The patient denied any injury. The staff recommended that all staff be made aware/reminded that patients should not sit at the end of the stretcher because of the potential risk of the stretcher head tipping upward due to patient sitting at the very end of the stretcher. This information was shared with staff in an electronic newsletter.